Event description:
Boston scientific received information that during a recent lead revision procedure, it was noted that the atrial lead for this patient could not be seen visually going past the device connector block. The physician performed a tug test to ensure lead stability which caused the noise noted to become much worse. The physician tightened all of the setscrews and the device remains in service.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received additional information that this device is now part of a legal action. The legal claim asserts the patient's device was defective, dangerous/posing risk to the patient and failed to operate as expected. As a result, the patient was caused to suffer grievous and permanent personal injuries, aggravation, exacerbation and worsening of pre-existing conditions, pain, suffering and loss of enjoyment of life. The legal claim also asserts the plaintiff incurred pecuniary damages, medical, hospital, rehabilitative and other expenses, and diminution of current and future earning capacity; thus feels boston scientific is liable. There was no report of any adverse, life-threatening injuries to the patient and boston scientific has not received any further allegations regarding the functionality of the patient's implantable cardioverter defibrillator.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.